Event description:
It was reported that a patient experienced crosstalk oversensing on their implantable cardioverter defibrillator. The patient's device was reprogrammed. No further information has been provided.

Event description:
New information notes that the patient was stable throughout.